Manufacturer narrative:
On 01/07/2019, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 01/09/2019, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device. Brown material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring < 0.1 cm on the anterior aspect. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with mentor memorygel breast implants 150cc and experienced bilateral rupture. As a result, the patient underwent bilateral removal and replacement with unspecified sientra breast implants on (B)(6) 2018. This report is for the left side.